Manufacturer narrative:
It was reported to abbott the patient ipg became inoperable due to user error. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Event description:
It was reported that the patient had not recharged their ipg in several years and in turn the ipg had become inoperable. The patient underwent surgery to have their ipg replaced, therapy was established post operatively.